Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found that the detergent pump tubing connector had become loose allowing detergent to leak from the unit resulting in the reported event. The technician replaced the connector, tested the unit, confirmed it to be operating according to specifications, and returned it to service. The unit was installed in 2005 making it approximately 15 years old. A 2-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that an employee slipped and fell on detergent leaking from their reliance synergy washer. The employee declined medical treatment.